Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket swelling. It was suspected that the swelling was due to an allergy; however, a relation to the implanted product could not be confirmed. The system was explanted and replaced with a wireless ipg. No further patient complications have been reported as a result of this event.